Event description:
It was reported there was an intermittent capture failure problem. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the display lens was cracked. The ring cover, upper case, lower case, and side bail covers were broken. The battery contacts were compressed and the battery drawer was contaminated and broken. The ring was bent and four case screws and ring were missing. The keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.